Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip and the tip does not align with the other grip. The grips do not show cracking damage. Components adjacent to this bent grip showed damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not hold clips. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage or anything out of the ordinary identified. The incident occurred while inside the patient. The type of clips was used weck medium-large green clips. The issue was resolved after they got a new clip applier. The instrument is available for return to isi for evaluation. There are no photos and/or videos of this event available for isi review. The surgeon retrieved the fallen clips from of the abdomen. There is only one clip at a time inserted into the abdomen, so it is fairly easy to keep count of the inserted clips.